Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone in the armpit, capsular contracture, baker grade unk.

Event description:
Healthcare professional reported "free silicone in left armpit." Patient reported left side capsular contracture, baker grade unknown. Device remains implanted.

Event description:
Patient representative reported "about the situation afraid of enduring other sequelae, or even developing cancer. The situation was shaking the patient's life" ,"with inflamed / infected seroma content."

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of infection (late onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: infection (late onset), silicone migration.